Event description:
Boston scientific received information that during an implant procedure involving this right atrial (ra) lead, the patient¿s subclavian artery was damaged during hemostasis. The ra lead was also fractured during hemostasis. After excessive bleeding was stopped, the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against the ra lead was confirmed. The lead was returned severed in two segments with a stylet stuck in the second segment of the lead. The conductor coil was found to be fractured at the proximal end at 511 millimeters (mm) and at the distal end at 530 mm from the terminal pin. The conductor coil was also found to be stretched and deformed at various spots, which was likely the result of using the grabbing tool during the extraction.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--